Event description:
It was reported that a user experienced repeated failures to pair a freestyle libre 3 plus sensor with the ilet, including replace-sensor alerts, error messages after scans, and absence of warm-up status until a subsequent sensor was activated and recognized by the ilet after app reinstallation and account reset. Symptoms included no clinical symptoms. Outcomes included no impact to health and resolution after sensor replacement and software troubleshooting. Investigation included technical support review, device troubleshooting, and user re-education. Investigation of this case revealed pairing failure and sensor activation errors that resolved after sensor replacement, cgm settings toggling, rescanning, and mobile app reinstallation with successful warm-up confirmation on the ilet. It was concluded that the event was related to cgm sensor pairing and activation issues, which were addressed through troubleshooting and replacement, with the ilet functioning as expected after resolution.